Manufacturer narrative:
(B)(4). The investigation was completed on 02/23/2018. A review of the device history record (DHR) confirmed that the cartridge lot passed finished goods release criteria. Retained cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected discrepant results for a patient. There was no patient information at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.